Event description:
Customer reported the device displayed fault condition on power up. Condition found during daily test, no reported pt involvement. Service rep was unable to duplicate the reported condition, proper operation of the device was confirmed.